Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had no delivery alarm. The customer¿s blood glucose level was 384 mg/dl at the time of incident and current blood glucose level was 500 mg/dl. The customer assisted with troubleshooting for high blood glucose. Customer was able to bolus successfully. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by infusion change. The insulin pump will be returned for analysis.